Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that displayed "high" on the continuous glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed elevated bg with a bolus via the pump. Customer updated their pump settings to address the event.